Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy to ensure continuous insulin delivery.